Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) was >500 mg/dl. Reportedly, the customer went to the emergency room and subsequently hospitalized in the intensive care unit. Customer was treated with intravenous fluids of saline and insulin. Customer was discharged 2 days later on (B)(6) 2024 with issue resolved and no permanent damage. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.